Manufacturer narrative:
The complaint allegation cannot be confirmed based on the image submitted for evaluation of an ar-4092hr-17 reamer. The image does not provide sufficient detail to identify a specific point of failure. Based on the information available ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause as follows: the reported failure is most likely attributable to user-related factors, such as prolonged or excessive force applied during reaming. Additional contributing factors may include: off-axis loading, misaligned insertion. Cumulative wear-and-tear or sustained damage in the field over time

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2025, it was reported by a sales representative via (B)(4) that an ar-4092hr-17 reamer was so dull it was burning the bone. This was discovered during the case with no patient harm.